Event description:
It was reported that this was an unknown closure of an unknown vessel using a starclose device related to an unknown procedure. Reportedly, on step four of deploying the clip as well as collapsing and retracting the locator wings, the clip did not fully deploy. The safety release was utilized and the device was removed from the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible, the clip caught the vessel locator wings during deployment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.